Event description:
It was reported that the vns patient¿s device was tested during an office visit on (B)(6) 2015 and diagnostic results revealed high impedance. Clinic notes were received indicating that x-rays were taken and that lead discontinuity was observed in the left neck at the c7 vertebral body. The patient was referred for surgery but no known surgical interventions have occurred to date.

Event description:
Additional information was received stating that the patient underwent generator and lead replacement surgery on (B)(6) 2015. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.